Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "left valve also leaking." Device has been explanted and replaced.

Event description:
Healthcare professional reported "left valve also leaking." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "left valve also leaking." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease flat, delamination of the valve and opening on posterior. Leak test and microscopic analysis was performed which identified delamination (>75% total separation), crack opening and striated opening. Based on the device analysis the final assessment is a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage like consist in the use of some surgical tool.